Event description:
It was reported that there were low flow alarms. Log files were submitted for review and captured low flow alarms and a "frozen" pulsatility index (pi) value. Per the site, during the low flow situation, the pi did not respond. A computed tomography scan was performed and showed a re-stenosis of the outflow graft. At the time of the low flows the patient experienced cardiac arrhythmias. The patient had a cardiac catheterization on (B)(6) 2026, and the re-stenosis was successfully stented. It was noted that the patient currently did not have any low flows.

Manufacturer narrative:
E1- reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The arrythmia was resolved and not treated, but the patient was prescribed cordarex for long-term medical management. The patient had a history of arrythmia prior to implant with the left ventricular assist device (lvad). The arrythmia was thought to have not been device or therapy related. An implantable cardioverter defibrillator (ICD) was implanted prior to the lvad.

Manufacturer narrative:
H6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information; however, review of the submitted log files confirmed multiple low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation, however, it the account communicated the cause of the low flow alarms were identified through computed tomography (CT) scan and showed re-stenosis from the outflow graft. The system controller event log files collectively contained events from 29jan2026, and 04feb2026 through 05feb2026, per the timestamps. Transient low flow hazard alarms were captured throughout the file on 29jan2026, and low flow and low speed events was captured on 05feb2026 are consistent with the stenting procedure and speed changes. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.